Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent bisagittal split osteotomy of the mandible and removal of the plate and screws due to infection on (B)(6) 2019. Originally, the patient had an open reduction internal fixation (orif) surgery for implantation of trumatch midface/mandible titanium (ti) plate, trumatch midface/mandible titanium (ti) guide, and a thirty-nine (39) matrix screws on (B)(6) 2019. On (B)(6) 2019, the patient reported mild discomfort, swelling, and puss on the left side of the mandible and a "funny taste in the mouth". Upon inspection, there were small amounts of puss overlying on an anterior/distal segment part of the plate on the left side of the mandible. However, the right side is okay. The surgeon believed that this was a typical situation where a small percentage of patient experienced infection following insertion of a plate on the mandible. There was no reported surgical delay. The surgery was completed with the patient in stable condition.

Manufacturer narrative:
Additional patient identifier: (B)(6). Event year reported as 2019; however exact date of postoperative infection development is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, the patient reported mild discomfort, swelling, and puss on the left side of the mandible and a "funny taste in the mouth". Upon inspection, there were small amounts of puss overlying on an anterior/distal segment part of the plate on the left side of the mandible. However, the right side is okay. Originally, the patient had an open reduction internal fixation (orif) surgery for implantation of trumatch midface/mandible titanium (ti) plate, trumatch midface/mandible titanium (ti) guide, and a thirty-nine (39) matrix screws on (B)(6) 2019. The surgeon believed that this was a typical situation where a small percentage of patient experienced infection following insertion of a plate on the mandible. Thus, the patient is scheduled for a bi sagittal split osteotomy of the mandible and removal of the plate on (B)(6) 2019. Patient status is unknown. This complaint involves forty-one (41) devices. This complaint captures ten (10) devices, remaining devices are captured under related complaints (B)(4). This report is for one (1) 1.85mm ti matrix screw self-tapping/6mm. This is report 4 of 10 for complaint (B)(4).